Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the internal paddles fail. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the internal paddles as they were found to be damaged. The customer ordered replacement paddles to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.